Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated they had no record of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-28, information was received from a customer via a manufacturer representative (rep) regarding the patient receiving intrathecal baclofen (unknown dose and concentration) via an implantable pump used for an unknown indication. The customer reported a motor stall occurring "last week" with an itb patient. No further information was provided.